Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-12244.investigation is ongoing.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. During visual inspection, the inflation balloon was noted to be bunched towards the nose tip. Due to the nature of the complaint, no dimensional inspection was performed. Upon receiving, during functional testing, the device was able to be fully inflated and de-aired successfully, indicating no leakage in the system. The crimp balloon was twisted and would untwist clockwise during inflation of the balloon. The returned device was evaluated for balloon inflation/deflation times to simulate thv deployment for IFU instructions. The total time to inflate and deflate the balloon was measured and the measurements met specification. No other abnormalities were observed during inflation or deflation of the balloon. A DHR review was performed and did not reveal any manufacturing non-conformance that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to inflation/deflation difficulties or a twisted balloon. A review of complaint history from july 2019 to june 2020 for the edwards commander delivery system revealed additional returned complaints. One additional complaint occurred regarding partial or slow inflation difficulty. In that case, the event was unable to be confirmed but information provided indicated the event occurred due to patient factors. There was one other complaint during that time frame regarding inability to deflate the delivery system. In that case, the event was unable to be confirmed and no manufacturing nonconformities were identified. Relevant complaints related to twisted balloon shape were reviewed and manufacturing nonconformances were identified in those with returned devices. A CAPA was previously initiated to conduct additional investigation and institute any necessary corrective/preventative actions. Additionally, a product risk assessment was previously initiated and addresses the product risks related to this issue. The IFU, device prepping manual, and procedural training manuals were reviewed for guidance and instructions on device preparation and usage. All components should be visually inspected for damage before use. During valve deployment the operator is instructed to begin rapid pacing once systolic blood pressure has decreased to 50 mmhg or below, then balloon inflation can commence. The valve should be deployed by inflating the balloon with the entire volume in the inflation device provided by edwards lifesciences, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. The operator is then instructed to deflate the balloon and, once fully deflated, turn of the pacemaker. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis. Of note, no failures occurred during product verification testing and the lot was released. The events were confirmed upon visual inspection of the returned device. A potential manufacturing defect may have contributed to the incorrect balloon shape. As per what was identified through the product risk assessment and CAPA, the twisting of the crimp balloon component can occur during manufacturing, due to inadequate manufacturing procedures and equipment, leading to an incorrect crimp balloon shape on the final device assembly. The twists in the crimp balloon can impede the flow of fluid to the inflation balloon during thv deployment, which may have resulted in the observed difficulties during inflation and deflation of the balloon. Additionally, as per the complaint event description, ¿the nosecone of the delivery system was hitting against the ICD lead and just as they were able to get the valve through the septum the wire placement was lost, possibly due to the various changes in angle and manipulation to get the device across the septum causing some built up tension. These events are not a result of a malfunction of the devices but were caused by the difficult anatomy and patch making crossing difficult.¿ the manipulation required to overcome the crossing and tracking difficulties may also have contributed to inflation difficulties. Available information suggests that a potential manufacturing defect (twisted crimp balloon), in additional to procedural factors (device manipulation), may have contributed to the events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A potential manufacturing defect, addressed in a pre-existing CAPA, may have contributed to the twisted balloon. The CAPA was initiated to drive corrective actions to address issues in manufacturing that can contribute to the complaint event. The CAPA is currently in the implementation phase. Additionally, a pra was previously initiated to address the risks associated with twisted crimp balloons, which are a result of a manufacturing defect. Per the product risk assessment, the issue will continue to be monitored and escalated per trending and complaint evaluation procedures. A review of complaint data indicates that the complaint rate did not exceed the established threshold that is monitored through complaint trending. As such, the threshold established by the product risk assessment have not been met and no further action is required. The risks outlined in the product risk assessment remain applicable.

Manufacturer narrative:
UDI: (B)(4). This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported, this was a planned transseptal case involving the implant of a 26mm sapien 3 valve inside a pre-existing 21mm physio I ring (implanted in 2007). The patient had a complicated medical history with an asp and status post repair with a dacron patch. In addition, the patient had also had another unknown mitral repair in 1999. A 26mm sapien 3 valve and commander delivery system were advanced through the septum. The nosecone of the delivery system was hitting against the ICD lead and just as they were able to get the valve through the septum the wire placement was lost, possibly due to the various changes in angle and manipulation to get the device across the septum causing some built up tension. These events are not a result of a malfunction of the devices but were caused by the difficult anatomy and patch making crossing difficult. A second 26mm s3 valve was prepped and while crossing the septum, the nosecone also interacted with the ICD lead initially but the physician was able to move past the lead. The valve temporarily became stuck on the septum puncture but after 15 minutes of manipulation was successfully crossed and placed within the mitral ring for deployment. As the surgeon began inflating the balloon for valve deployment a great deal of resistance was noted. It took a lot of effort to deploy the valve but he was able to get it successfully deployed, however he was unable to pull negative and deflate the balloon. The balloon remained inflated for approximately 2-3 minutes, while pacing continued, and the patient went into v. Fib. A 60cc syringe was used to eventually deflate the balloon. The patient needed to be shocked, CPR was performed. Analysis of the deployed valve showed that it was situated much too ventricular. A third 26mm s3 valve was advanced and implanted more atrial, successfully. Of last report the patient was extubated and awake and alert. There was a small amount of pvl noted around the 1st implanted valve noted but no plans to treat that at this time.

Manufacturer narrative:
Additional information added to b.5, d.10, and f.10 based on pre-decontamination findings of the device. Investigation is ongoing.

Event description:
During pre-decontamination of the 26mm commander delivery system the inflation balloon is bunched towards the nose tip and a twist observed on the crimp balloon. When fully inflated the inflation balloon rotates. Preliminary inflation deflation time is 18s.